Event description:
It was reported that a cartridge did not fit onto the pump. There was no reported adverse effect to the customer's blood glucose level. Customer confirmed with technical support that the issue was resolved. No additional patient or event information was available.